Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown natural knee femoral, unknown natural knee bearing, unknown natural knee patella. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03414. Reported event was confirmed by review of visit notes. The notes state the patient experiencing anterior knee pain 1 year post-operative. Physical examination noted pronounced patellofemoral crepitus throughout range of motion. Radiographic examination found a mild patellar baja that centrally tracks and a mild anteriorization of the femoral component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Explant date unknown. Product remains implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products ¿ nkii femoral stem catalog 621512145 lot unknown; nkii tibial stem catalog 621500120 lot unknown; nkii femoral stem screw catalog 681500010 lot unknown; nkii unknown tibial plate. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-03410, 1822565-2017-03411, 1822565-2017-03412, and 1822565-2017-03413.

Event description:
It was reported that the patient was experiencing anterior knee pain approximately six months post implantation and was treated with physical therapy. Attempts have been made and additional information on the reported event is unavailable.